Event description:
The dealer reported that the m94 power wheelchair in question sparked at the joystick when plugging an offboard charger in and then the chair went dead - the screen flashed, then and went black and did not come back on. The dealer also noted electrical burning smell after the reported event.